Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and reported the pump supplies would be changed. Reportedly, the customer was wearing the pump supplies beyond labeling. Tandem technical support (cts), informed customer that wearing the pump supplies beyond labeling is off label per the tandem user guide. Customer¿s blood glucose level was 150-165 mg/dl.